Manufacturer narrative:
Additional information indicated that this is a duplicate report of manufacturer report # 9617601-2024-00254. Any future updates will be submitted in 9617601-2024-00254. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an axium coil was stuck in the catheter. During insertion of the coil into the catheter and guiding it to the aneurysm, the coil could not advance at the timing when it approached about half the catheter length. It did not advance even when it was pulled and pushed again; it was collected. Looking at the collected coil, it was broken. A thrombus formed in the catheter, so it might have been a coil stuck. The coil was removed while it was stuck, so it was predicted that it might have been broken. The coil was stuck in the middle of the catheter. The devices were prepared as indicated in the package insert. The patient was being treated for a ruptured, saccular aneurysm in the right internal carotid-pc location. The aneurysm max diameter was 20mm and the nekc diameter was 7mm. Patient blood flow speed was normal and vessel tortuosity was moderate. No patient symptoms or complications were reported. Ancillary devices: sl-10 microcatheter